Event description:
It was reported that the stopper in the bd vacutainer® buffered sodium citrate (9nc) blood collection tube "blew off" after use while being labeled, and blood got onto the nurse's torso, arms, and hands. The nurse was reportedly "fine", however. The following information was provided by the initial reporter: "had a nurse on nights sunday night who took blood from a blue top that exploded after bad of draw and while she was labelling it." "The blood got all over her uniform and hands and arms. Torso, arms and hands were exposed to blood." "Nurse is fine." "The tops of the tubes blew off ¿ spewing blood all over."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Additional information was received from the customer providing clarification about the event. The following fields have been updated: describe event or problem: it was reported that the stopper in the bd vacutainer® buffered sodium citrate (9nc) blood collection tube "blew off" after use while being labeled, and blood got onto the nurse's torso, arms, and hands. The nurse was reportedly "fine", however. The following information was provided by the initial reporter: "had a nurse on nights sunday night who took blood from a blue top that exploded after bad of draw and while she was labelling it." "The blood got all over her uniform and hands and arms. Torso, arms and hands were exposed to blood." "Nurse is fine." "The tops of the tubes blew off ¿ spewing blood all over."

Event description:
It was reported that the stopper in the bd vacutainer® buffered sodium citrate (9nc) blood collection tube "blew off" after use while being labeled, and blood got onto the nurse's torso, arms, and hands. The nurse was reportedly "fine", however. The following information was provided by the initial reporter: "had a nurse on nights sunday night who took blood from a blue top that exploded after bad of draw and while she was labelling it." "The blood got all over her uniform and hands and arms. Torso, arms and hands were exposed to blood." "Nurse is fine." "The tops of the tubes blew off ¿ spewing blood all over."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube "exploded" after use while being labeled, and blood got onto the nurse's torso, arms, and hands. The nurse was reportedly "fine", however. The following information was provided by the initial reporter: "had a nurse on nights sunday night who took blood from a blue top that exploded after bad of draw and while she was labelling it." "The blood got all over her uniform and hands and arms. Torso, arms and hands were exposed to blood." "Nurse is fine."